Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Healthcare provider reported they turned the therapy off for a procedure and they couldn't turn it back on. Troubleshooting could not be done on the call due to lack of access to the product. Technical services number was provided in case the healthcare provider wanted to call back to do troubleshooting. No patient symptoms were reported. No further complications were reported or anticipated.